Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 379 mg/dl at the time of incident. The customer was unable to troubleshoot for unexpected restart alarm due to keypad anomaly. The customer stated that the buttons were unresponsive. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected restart alarm was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube window, cracked battery tube threads and a broken reservoir tube lip.